Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited low impedance, a possible insulation breach and noise. The right ventricular (rv) lead exhibited low impedance, oversensing resulting in ventricular pacing inhibition and a possible insulation breach. Both the ra and rv lead were capped and replaced. No patient complications have been reported as a result of this event.